Event description:
It was reported that the surgeon went to remove the patient from bypass, bright red blood was observed in the patient's chest. The surgeon found that the device strut had punctured the patient's heart. The device was removed and replaced with a mechanical valve.

Manufacturer narrative:
Device not returned.